Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Reportedly, there was an approximate 3 second delay when the customer tapped the "options" button. Additionally, it was reported that the customer had to press the wake button multiple times intermittently to get the screen to illuminate. The customer's blood glucose level was 172 mg/dl. As the pump was still functional, customer would continue to use the pump for insulin therapy.